Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg pocket site due to erosion at the ipg incision site. As a result, the patient may be pending ipg revision.

Event description:
Follow up information identified the patient underwent ipg revision on (B)(6) 2018. The erosion at the ipg site has been resolved.